Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter: customer states tubes have yellowish color possible condensation in tubes.

Manufacturer narrative:
D10: device available for eval: yes, returned to manufacturer on: 29-june-2023. H.6 investigation summary: bd received four (4) samples and ten (10) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for discoloration of the tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for discoloration with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of color variation based on returned photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter: customer states tubes have yellowish color possible condensation in tubes.